Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B) (6) 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter had an "error 1" issue. The patient indicated that the alleged issue started on (B) (6) 2009, at 7:00pm. Twenty hours before the alleged issue began, the patient claimed that she had developed symptoms of weakness, vomiting, and feeling sick. As a result of the alleged issue, the patient reportedly administered self-treatment by taking 80 units of an unidentified insulin. Her blood glucose was not tested on another device during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the unresolved "error 1" issue. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. Although the patient administered self-treatment by taking insulin, her reported symptoms do not meet lifescan's criteria for a serious injury. Also, the patient's symptoms started before the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.